Event description:
On (B)(6) 2011, veritas collagen matrix was used in a bilateral breast reconstruction case. The veritas patch was soaked in saline prior to implantation. Two 15 round drains were placed per side - one under the pectoral muscle posterior to the tissue expander and one anterior to the patch at the inframammary fold. The tissue expander were filled with 100cc on (B)(6) 2011 and 80cc on (B)(6) 2011. The pt was compliant with wearing the proper supportive bra. The left breast with tissue expander was swollen and had drainage underneath. A culture was taken and the results indicated pseudomonas aeruginosa. On (B)(6) 2011, the pt returned to the operating room and the tissue expander was explanted. The infection was treated with antibiotics. Veritas had granulated or remodelled despite infection and remained implanted. It was reported that the pt is doing ok, but is waiting 3-4 months to start over.

Manufacturer narrative:
No product was returned for eval, as the product remains implanted. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. It should be noted that veritas collagen matrix is terminally sterilized. Sterilization records were reviewed and product was sterilized to the specified dose limits.